Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00608. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was slightly tortuous and calcified. During the procedure, the physician placed a non-penumbra coil and two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance after advancing the coil¿s pusher assembly approximately 10 centimeters into the introducer sheath and subsequently, the smart coil would not advance further. Although pushing and pulling the smart coil pusher assembly was repeated twice or so, resistance was felt again at the same position; therefore, it was removed. The physician then attempted to place a new smart coil into the target vessel. Although the smart coil was inserted without issue, the smart coil did not take its intended shape and was therefore removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.